Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the front housing damaged on the lower right edge. It was noted that the downstream occlusion (dso) and upstream occlusion (uso) were undamaged. Event history log review was not applicable. Functional testing was able to replicate and confirm the reported issue; the pump¿s dso sensor was tested and was found to be activating out of specification. The dso was to be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a constant alarm for high-pressure. The hoses and cassette were replaced as they worked on another pump with no high-pressure alarm. There was unknown patient involvement and unknown patient harm.